Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going: supplemental report will be provided when additional information is available.

Event description:
It was reported anonymously through the taiwan adr (alternative dispute resolution) center that the black silk thread is not smooth enough to use. No product / photos are available for investigation. No patient information available.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are no previous complaints of this code-batch. We have not received any samples to analyze this case. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.